Manufacturer narrative:
On 08/23/2016 a medtronic representative, clinical specialist, representative, reviewing and analyzing the procedure, provided detailed recommendations that if patient¿s with this type of lesion size and depth, fiducials be placed for a pointmerge registration. When the surgeon uses tracer registration, the medtronic rcm recommends that 50% of the points be anterior (forehead, bridge of nose, and going laterally to the tragus/mastoid). Then the rest of the 50% be acquired all over the head posteriorly, thus, obtaining the full volume of the patient¿s head so that depth (s/I), left/right, and anterior posterior (ap) are within tolerance of the tracer registration accuracy. Noted was that the 3d model was satisfactory, it was not smooth and it does have the ¿stepping¿ affect¿the 3d model could have be cleaned up a bit to look a little bit smoother in preparation for the tracer registration. The ¿stepping¿ affect can also impact tracer registration. - return requested. Replacement computer shipped to site 08/24/2016. Medtronic investigation of returned suspect device finds that the navigation system was set-up for eval/log retrieval, and completed. There were no ram or hdd errors reported. System passed phd and all required testing. Computer found to be fully functional, no fault found. On 08/25/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/07/2016 software investigation completed. Findings are that the user used a poor tracer technique. Software is functioning as designed.

Event description:
A site representative, neuro fellow, reported that while in a cranial biopsy procedure, the surgeon alleged an inaccuracy. When the biopsy needle was originally inserted, the navigation system showed they were on target (the center of the lesion). The surgeon took a sample and then injected an air bubble to mark where they had taken the sample. Then took another magnetic resonance imaging (MRI) which showed that air bubble ¿0.8cm x 0.8cm x 1cm¿ off the center of the lesion. The surgeon did not try to navigate off this magnetic resonance imaging (mr) as it was only a partial scan. After this mr was taken, the surgeon attempted to re-register the patient using the mr t1 they had used before, however, could not get a passing registration. A medtronic technical services representative walked them through tracer registration two times, as well as pointmerge; tracer would pass, however, the lateral points they checked were be off by .5 centimeters. The pointmerge error never went below 6.5 even with 8 points. The site then stated they had a mr t2 from before the procedure, so the medtronic representative recommended using that to attempt tracer registration again. The surgeon was happy with the accuracy. Noted was that both the mr t1 and mr t2 were done the first week in (B)(6). The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.